Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she was having an issue filling her reservoirs with insulin. The patient could not fill one of her reservoirs without receiving a large air gap. The patient resolved the issue by changing her infusion set and reservoir. The reservoir was already thrown in the trash and was not returned for analysis.